Manufacturer narrative:
Quidelortho placed a request for support from data innovations (di) on (B)(6) 2024 for assistance with a user facility request of an audit of changes to the instrument manager (im) system and results review since (B)(6) 2023 due to a patient safety concern. The request was placed based on patient results were released when the user facility did not want the results released. Investigation by the distributor determined that the user facility requested an auto-verification rules change in (B)(6) 2023 to allow all nbnp2 test results with an m1 error code to auto-release. It is unknown if testing of the updates to the rules were fully tested by the user facility prior to moving to production in (B)(6) 2023. This is not a malfunction of instrument manager software device. Insufficient information is available regarding the patient safety concern to determine if there was patient harm. As additional information is received, an update to this report will be filed at that time.

Event description:
A representative from the distributor requested assistance on (B)(6) 2024 with an audit of changes to the instrument manager system from go live (B)(6) 2022 and a review of results since (B)(6) 2023 due to a patient safety concern.